Event description:
Information received indicates the no ground light is blinking on the foot control of the bed.

Manufacturer narrative:
The technician found the ground wire was disconnected from the power inserter. The technician tightened the ground wire to repair the bed.